Manufacturer narrative:
Additional information: the device was safely removed from the patient. No vessel damage was reported and no other actions were taken as a result of the pre -deployment issue. The procedure was completed using another device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the tuohy-borst tightened the device was confirmed as 30mm from the strain relief the device was examined and there was no stent present in the device and with no stent returned medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a lesion in the right common carotid artery with the sepx-8-6-30-135 protege rx stent, partial deployment occurred. Embolic protection was used with a 6 mm spider fx device. No resistance was encountered when advancing the device. The stent was advanced to the lesion and positioned, and the push-pull movement was initiated to deploy the stent. The initial 20 mm of the stent deployed fully, while the remaining portion was not fully opened. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.